Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on ilet experienced recurrent hypoglycemia within one to two hours after meals when using ¿usual for me¿ announcements, with additional lows following unannounced bedtime snacks and treatment of lows with food instead of fast-acting carbohydrates. Symptoms included low glucose readings consistent with hypoglycemia and downward glucose trends. Outcomes included the need for oral carbohydrate interventions and education, without emergency care or hospitalization. Investigation included customer care review of use patterns and reinforcement of training, including guidance to announce smaller amounts for nighttime snacks and to treat lows with measured fast-acting carbohydrates and recheck. Investigation of this case revealed use-related factors, including unannounced intake and potential overestimation of meal size, contributing to postprandial and nocturnal lows while the device and sensors appeared to function within expected parameters. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and therapy management factors related to meal announcement practices and low-glucose treatment technique.